Manufacturer narrative:
Summary of evaluation: the tibial insert and lock screw could not be evaluated for the rpt'd component loosening as they have not been returned for evaluation.

Event description:
The locking screw securing the tibial insert on the baseplate backed out and is in the pt's joint space. Revision surgery was performed 7/15/97.